Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment had two cracks and there was moisture observed behind display lens. It was also observed that the returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was used to complete the investigation and it was able to carefully attach to the pump and was used to complete a 24 hour duration test. No pump reboots were duplicated during this time. The pump¿s cover was removed and there was moisture found on the printed circuit board and internal components. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; intermittent power, damaged battery compartment, moisture behind the display lens. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.